Event description:
It was reported that a malfunction occurred on a pump, specifically displaying malfunction code 3, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, and their level did not exceed 500 mg/dl. To address the issue, the customer was advised to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be sent.